Manufacturer narrative:
The device was returned to olympus for evaluation. The user complaint was confirmed. The distal end of the device was inspected under a microscope and found a crack on the probe. A visual inspection was performed on the received device and found there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be separated from the jaw exposing metal. The device was attached to a test usg-400/esg-400 and during testing a u509 (probe check) error message was observed. Based on similar report, this type of teflon pad and probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad and probe unit. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the protective coating (teflon pad) on the jaw of the device peeled off exposing metal. The surgeon was amputating the uterus and had secured the blood supply when the phenomenon was noted. It was further reported that the probe broke on the second handpiece used; however, the procedure was completed. No device fragment fell into the patient. There was no patient injury reported. This is report 2 of 2.